Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal vip was returned in a sealed package for product evaluation. Upon inspecting the sealed package, it was noted that the locator was kinked in a sealed package. No other anomalies were noted with the other components. Based on the finding of the evaluation, the complaint could be confirmed for kinked/bent puncture locator. Based on the investigation, the principle root cause of this event was attributed to manufacturing method and manpower. A non-conformance (nc) and complaint (com) were initiated for proper investigation. Appropriate actions have been taken by the manufacturing site per the complaint (com).

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. Phone number : (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal vip device appeared damaged prior to being used on the patient. The doctor reported that the shaft appeared bent, so he decided not to use the device during the procedure. Another angio-seal device was used. There was no patient/medical, or surgical intervention required.